Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient suffering a periprosthetic fracture that required surgery. Requiring the removal of components for a larger stem for fixation purposes and more structure.